Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that, due to patient anatomy, the physician had difficulty during left ventricular (lv) lead placement and perforated the coronary sinus (cs) with the catheter which resulted in a pericardial effusion. The lv lead was successfully implanted via another vein. The patient was placed in intensive care for observation and the outcome was satisfactory. No further patient complications have been reported as a result of this event.